Event description:
Subsequent information received indicated that the patient was brought in to a hospital to undergo a fluoroscopy. It was noted that everything looked fine under fluoroscopy and there were no stored episodes for noise observed. All lead measurements obtained were within the normal range. The patient will continue to be monitored and the rv pace impedance daily measurement was turned off. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicated that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continued to exhibit high out of range pace lead impedance measurements greater than 2,000 ohms. Subsequently, a field representative indicated that the device was checked and in-clinic measurements were normal. No further actions were taken at this time. The patient will continue to be monitored and will be seen again in six months, at which time, the daily measurements may be turned off. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a high out-of-range (oor) pacing lead impedance (pli) measurement greater than 2,000 ohms via patient remote monitoring system. Further, reviewed data showed that there was a sharp increase of pacing lead impedance and bring down to 1,794 ohms. Boston scientific technical services (ts) noted that sensing was fine and no noise seen. Ts also stated that patient will be monitored and suggested to evaluate threshold. Additional information indicated that all other lead measurements were within normal limits and consistent. The plan is to keep physician informed continue o monitor patient. Subsequently, the cause of the observation has not been identified. The system remains in service. No adverse patient effects were reported.